Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 6 of 6. The home patient (hp) had already cleared the alarm. The technical service representative (tsr) informed the hp of the error's meaning. Per hp, the unit was still connected and no leaks were found. The hp would complete therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up with the hp's wife, she stated that the cause was not known, however, it could be related to use error, as the hp was moving the machine around a lot. There were no injuries or medical intervention reported at the time. The rn was informed and the hp will go for a follow up visit on (B)(6) to make sure everything is ok.